Event description:
It was reported that the rx lithotripter basket broke outside of the pt during prep for an ercp (endoscopic retrograde cholangiopancreatography) procedure. The basket was opened during prep and "broke apart". The procedure was completed with another of the same device with no pt complications. The pt was reported to be "fine" post procedure.